Event description:
Customer returned neb that had visibly been on fire. The casing has a large burned hole in it with other melting and scorching on the outside. The interior is almost totally burned. Her explanation of how this happened was, "my son was taking a treatment. The unit smelled hot, but didn't think much about it because it was new and could have just been a new smell that some electrical equipment has. My son told me that he felt like he has smoke in his mouth and lungs. Immediately after turning the machine off, it burst into flames. I threw it out into the snow bank where it continued to burn and smolder the rest of the night." I asked the pt if there was any sort of scorching around the outlet or if there had been a power surge. There had been nothing abnormal and they continue to use the outlet with no problem. The customer was extremely understanding and just wanted the machine replaced. I did give her a new machine of the same kind and gave her 4 neb kits with 4 aerosol masks. I immediately called our distributor, (B) (4), who contacted the MFR.